Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user was struck by a motor vehicle while crossing the st in a crosswalk while operating the power wheelchair.

Event description:
End user reports while operating the power wheelchair across the st in a crosswalk, she was struck by a car. End user was not wearing his seat belt.